Manufacturer narrative:
We are now investigating this case. Additional info implant/explant: 2008.

Event description:
Event: knee swelling, infection. In 2008 - a male pt received 1st injection of supartz bilaterally for osteoarthritis and tolerated well. A week later - he received 2nd injection of supartz bilaterally and tolerated well. Another one week later - he received 3rd injection of supartz bilaterally and tolerated well. Three days later - he begin to develop pain, swelling, and warmth to the left knee. The pain became worse so he contacted his injection physician. Two days later - he consulted the injection physician. On physical examination, tense effusion was seen on left knee, moderate to moderately severe warmth was noted. Flexion contracture was of 50 degrees. The temperature was 100. Of 90cc cloudy fluid with somewhat reduced viscosity was aspirated. The fluid was noted to have an elevated wbc. This was a minimally traumatic tap. A bulky compression dressing was replaced. After aspiration, the left knee could only be extended 40 degrees. No other laboratory test results were available. The following month - he received knee arthroscopy and débridement with a wash out and he has been on PICC line with vancomycin rx. The physician diagnosed the pt as septic arthritis of the left knee. He prescribed vicodin for pain. Two weeks later - he had a repeat arthroscopy on the fracture block. A week later - he was seen by his physician and was noted to be doing well. Due to his arthritis, and his subsequent infection, he would eventually be a candidate for total knee replacement. He continued on IV antibiotics. In 2009 - he is improving at a slow rate. More recent testing reflects good healing and reduced inflammation. His right knee is doing well from the supartz injections. The injection physician commented that he was not sure what caused the infection. He stated that it could have been his technique, but he could not rule out the supartz to be cause. The pt will continue to receive antibiotics and after the knee produces fluid with no growth, the pt will undergo total knee replacement. No further incidents were reported.